Manufacturer narrative:
(B)(4). Three actual and one companion sample were returned for evaluation. A visual inspection was performed and no defects were observed. All four samples were spiked into a 1000ml solution bag, primed, and checked for leaks. Each sample was then under water and iso liquid leak tested. No leaks were observed. The reported condition was not confirmed. The root cause was not determined. A batch review could not be completed as the lot number was not provided by the customer.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available.

Event description:
A customer reported to baxter corporate product surveillance an interlink continu-flo solution set in which a leak occurred. According to the report, the interlink was connected to a maxplus valve and was being used with a sigma pump. The leak occurred at the connection point of the tubing and the luer lock. The event occurred during infusion at (B)(6) hospital. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.